Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tuberculin syringe. The customer reports that a nurse picked up a tb syringe for use and was immediately stuck in the thumb by the needle protruding through the packaging. The needle was observed to be protruding through the cap and out of the individual packaging. In response, the nurse followed the facility's normal needle stick protocol, which included having blood drawn for testing, as a precautionary measure due to the unk whereabouts of the syringe before it came to the facility.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.